Manufacturer narrative:
This report is submitted on july 21, 2017.

Event description:
Per the clinic, the patient experienced non-auditory sensations resulting in the decision to explant the device on (B)(6) 2017. The patient was reimplanted with a new device.